Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump gives the no delivery alarm. Customer's blood glucose level was unknown. Customer stated that insulin did not exit during the manual prime. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. The customer was advised that manually push the plunger to see insulin was exit the tubing and the customer states that insulin did not exit. The customer states they have another reservoir for the testing customer was advise to check the reservoir and advice to rewind the pump. Customer states the pump did not alarm no delivery with manual prime. Customer stated that after changing the reservoir the issue was resolved. The reservoir will be returned for the analysis.